Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 65mm abdominal aortic aneurysm. It was reported the a follow up CT scan approximately a week later showed a large type ii endoleak from a lumbar artery with no enlargement of the aneurysm. A further scan carried out approximately four months later showed the aneurysm had grown from 65mm to 73mm and a large type ia endoleak had developed. The type ii endoleak was also noted to be more prominent. The proximal graft was explanted and the a tube graft was sewn from just below the renals to the more distal straight portion of the bifurcated stent graft and the event was reported to be resolved. As per the physician, the cause of the event was the type ii endoleak leading to aneurysm expansion which lead to the type ia endoleak. No additional clinical sequelae were reported and the patient is fine.